Manufacturer narrative:
(B)(4). Case description continued: the clip arms opened. After the second grasping, the mr was reduced to 1+. This grasping maneuver was very easy so the physician decided to reopen the clip in order to optimize the result. At this point clip did not open even with troubleshooting maneuvers. It was then decided to leave the clip in place considering that the result was good and there was a good grasp. The mr grade was reduced to 1+ with the deployment of two clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 mitraclip implanted. The mitraclip clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product was reviewed. The clip had been deployed and was not returned with the device. The m/l and a/p knob, as well as the arm positioner, were returned in neutral, and no damages were observed on the device. As the clip had been deployed, the inability to open the clip could not be tested. The actuator coupler was deployed and imaged under magnification; however no bends were observed on either the actuator mandrel or the actuator coupler. Potential causes for the difficulty in opening the clip can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and all components actuated as expected. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, the information provided in the case details stated this was the second clip used during a mitraclip procedure. No curves were applied to the sgc during clip insertion, and the cds sleeve was not deflected more than 90 degrees. Following alignment of the clip to the line of coaptation, it was found that the clip was unable to open. Troubleshooting maneuvers were performed, including further retraction of the lock lever, further turning of the arm positioner, and advancement / retraction of the gripper lever. The clip arms were able to be opened, and the leaflets were successfully grasped. In attempts to reposition the clip, it was found that the clip was unable to open, despite troubleshooting maneuvers. As the mr grade reduction was satisfactory, the clip was deployed. The information provided in the case details suggests that the steps were performed according to the instructions for use during cds insertion and clip troubleshooting. As the clip was not returned with the device, the clip functionality could not be tested; however, deployment of the actuator coupler and mandrel did not identify any bends that could have contributed to the reported event. Based on the information reviewed and the evaluation of the returned device, it is possible that during the course of the procedure, there were procedural interactions (e.g. Due to the anatomy), which caused more tension on the device and therefore contributed to the difficulty opening the clip; however this cannot be definitively confirmed. Although a conclusive cause for the reported issue could not be determined, there does not appear to be any evidence of a product quality deficiency associated with the cds.

Event description:
This report is submitted to capture the difficulty opening the clip, which occurred with the mitraclip clip delivery system (10296005/30). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 2. The second clip delivery system (10296005/30) was prepared per the instructions for use. There were no issues during functional testing. The cds was inserted and advanced to the left atrium without issue. There were no curves applied to the steerable guiding catheter (sgc), and the cds sleeve was not deflected more than 90 degrees. During the first attempt to open the clip arms to align the clip to the line of coaptation, the clip was not opening. Routine troubleshooting maneuvers were performed. The lock lever was retracted farther, arm positioner rotated a half turn in the close and open direction. The arm positioner was returned to neutral. The lock lever was retracted farther. The arm positioner was turned farther in the close and open direction. The arm positioner was turned to neutral, then incrementally the amount of arm positioner rotation in the close direction was followed by rotation in the open direction. The arm positioner was rotated to neutral, iterated the amount of lock lever retraction past the mark in 0.5 cm increments. The arm positioner was rotated fully in the close and open direction. The gripper lever was advanced and the maneuvers to open the clip were repeated.